Event description:
My surgeon used the infuse device during my surgery. This has caused me serious injury such as pain, nerve injury, limited mobility and I'm constantly worried things will get worse.